Event description:
Info received that the right side brake and steer petal will not go into brake properly. No injury reported.

Manufacturer narrative:
Technician found the right side brake steer/petal was pushed in to far not properly adjusted. Readjusted the brake/steer petal to resolve this issue.